Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24apr2020.

Event description:
It was reported that the unit declared a backup alarm failure. The device was in use at the time of the event; however, there was no patient harm. The manufacturer's international service technician performed troubleshooting and was unable to duplicate the backup alarm failure; however, the technician confirmed the reported issue in the device logs. The technician replaced the central processing unit (cpu) board and the issue was resolved.

Manufacturer narrative:
G4: 07aug2020. B4: 20aug2020. The central processing unit (cpu) board was returned for failure analysis. A visual inspection of the cpu revealed no damage or contamination. During failure analysis, it was determined the root cause of the reported issue was that the piezo buzzer was failing intermittently due to the insulation resistance being out of specification submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.